Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the second stent dislodged while trying to get into the renal artery and attempts were made to remove it however, because it had become loose, it was fully expanded in the external iliac artery which was not the intended area. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use paramount mini stent to treat a right distal lesion in the iliac artery - common of a patient in a procedure. No damage noted to packaging noted, no issues noted when removing the devices from the hoop/tray, devices was prepped as per IFU. It was reported that one of the stent¿s dislodgement occurred during delivery to/at lesion, it just came loose. The dislodged sent was removed using a snare. The second stent dislodged but was and fully expanded in the external iliac artery. The devices did not pass through a previously-deployed stent, resistance was not encountered when advancing the devices, excessive force was not used. No further patient injury reported for this event.